Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with naked eye and magnification, which noted a damaged patient adapter. Marks were observed on the outside of the patient adapter connector indicating tool use, cosmetic damage only. Functional testing performed included leak testing, clear passage testing, clamp function testing, and integrity of seal surface testing were performed. The tubing end connected to the patient adapter was twisted during connection to titanium adapter causing movement between the tubing and patient adapter. The reported condition was verified. The cause of the condition was determined to be use error. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white patient connector on a transfer set was loose. It was stated that the part was usually tight and non-movable. The transfer set was removed and replaced. There was no patient injury or medical intervention associated with this event. No additional information is available